Manufacturer narrative:
On 07/07/2021, a product investigation of received photos was completed. Photo investigation analysis: according to pictures provided by the customer, foreign semi translucent material is fixed to the catheter, in the peek housing area near to electrode 4. A manufacturing record evaluation was performed for the finished device of the lot number 30547035m, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jul-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On(B)(6)2021, the product investigation was completed. It was reported that an unknown patient underwent a supra ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was debris in the packaging. It was reported that out of the packaging there was debris, film on the shaft of the catheter. The physician decided not to use it in the patient. The catheter was exchanged with the same type to continue the case. Device evaluation details: according to pictures provided by the customer, foreign semi translucent material is fixed to the catheter, in the peek housing area near to electrode 4. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection.. Visual analysis of the returned sample revealed that no damage, contamination or anomalies were observed on the smart touch sf catheter. A manufacturing record evaluation was performed for the finished device 30547035m number, and no internal action related to the complaint was found during the review. The event described could not be confirmed as the as the device performed without any contamination issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a supra ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. There was debris in the packaging. It was reported that out of the packaging there was debris, film on the shaft of the catheter. The physician decided not to use it in the patient. The catheter was exchanged with the same type to continue the case. Additional details about the foreign material: dark beige, semi translucent material fixed to the catheter, proximal to electrode 4. This material was mobile only between electrode 4 and the interchange where the shaft (blue) starts. (Only mobile appx 2-3mm). The reporter can not confirm there was or was not damage to the pouch seal. The packaging defect is MDR-reportable.